Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. -(B)(4).

Event description:
It was reported that after a tka surgery, the knee of the patient stays hot, big and sore and knee drain is scheduled to be performed.